Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record review states that patient underwent port placement procedure for venous access. A duplex ultrasound of upper extremity study was performed for pain at port site which showed acute occlusive deep venous thrombosis within the right internal jugular vein extending into the proximal subclavian and upper innominate vein. Therefore the investigation is confirmed for the reported obstruction issue. Therefore, it can be confirmed that the patient experienced pain and thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four year two months and twenty-four days post a port placement for venous access, the port catheter was allegedly occluded. It was further reported that the patient reportedly experienced pain over the port area and was diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2019). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four year two months and twenty four days post a port placement for venous access, the port catheter was allegedly occluded. It was further reported that the patient reportedly experienced pain over the port area and was diagnosed with thrombosis. The current status of the patient was unknown.